Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power up. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas. In addition insulated-gate bipolar transistors (igbts) q12, q16, q10, q8, q7, q6 were shorted as well as components d13, d14, d22, u15, u16, u17, and u18 on the defibrillator pca. In addition, the belt receptacle was broken free from the monitor case, damaging the insulation in the connector wires and causing a pulse to misdirect into components j1001 and u400. High voltage had deviated to low voltage circuitry and caused the thermal damage. The root cause for the shorted igtbs and the other shorted components could not be positively identified. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.